Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing high and low blood glucose. Customer's blood glucose was 500 mg/dl and after treating with a bolus, customer's blood glucose dropped to 34 mg/dl and customer treated with food. Customer reported of using the auto mode feature, but it was not automatically delivering insulin at the time of incident. Customer believed that the insulin pump was over delivering insulin. Troubleshooting was performed and customer was not able to upload to carelink. Products are expected to return for failure analysis.